Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the respiratory therapist (rt) was at the bedside to address an audible alarm with the screen displaying a blower temp high alarm. At the time of the alarm, there was a significant leak around the patient's face mask. As the rt silenced the audible alarm by pressing the silence button, the nkv-330 display screen turned red, ceased functioning, and displayed ¿vent inop, patient not being ventilated.¿ the rt removed the patient from the ventilator and replaced it with another nkv-330 ventilator. During this event, the patient experienced a desaturation event. The patient recovered to baseline saturation once the ventilator was exchanged.